Event description:
Same case as MFR report #: 2134265-2012-00421. It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the lesion located in the severely tortuous and mildly calcified left circumflex artery. After positioning an unspecified jl4 6fr guide catheter, pre-dilation was performed with a 2.0x20mm nc quantum apex balloon inflated to 4 atm's for 10 seconds. Next a 3.0x20mm ion stent was deployed at 14 atm's for 10 seconds but when the physician injected dye he noticed that he mis-sized the stent and came up short distally. The physician planned on placing another stent but wanted to dilate with a balloon first. A 3.0x12mm quantum apex balloon was inserted but resistance was met upon advancement and the guide catheter deep seated and "pinched" the proximal portion of the 3.0x20mm ion stent. Post dilation was performed with good result and good timi flow. The procedure was completed with poba, because the physician didn't want to try to advance another stent due to the severe tortuousity. No further patient complications occurred and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).